Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year, eight months, and nine days post a dialysis catheter placement, the arterial lumen of the catheter was allegedly collapsed severely on aspiration and allegedly distended on flushing the arterial line. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, the arterial lumen of the catheter was allegedly collapsed severely on aspiration and allegedly distended on flushing the arterial line. It was further reported that the portion of the catheter was allegedly very soft and pliable and the clearance was allegedly low even if there was no recirculation. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one 24cm hemostar d/l catheter was received for evaluation. Visual, tactile and functional testing were performed. The red luer extension leg was noted to have ballooning as it felt soft upon stretching. Both red and blue luer and was patent to infusion and aspiration. No leaks were observed throughout the catheter. The red luer extension leg was observed to slightly expand at the ballooning portion. Therefore, the investigation is confirmed for the reported material protrusion, stretched and material soft issues. However, the investigation is inconclusive for the reported restricted flow rate, suction issue and flush issue as no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The investigation is also inconclusive for the reported collapse issue as the exact circumstances at the time of reported event is unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.